Event description:
It was initially reported that during the patient's transfer from the wheelchair to the left leg clip of the sling detached from the spreader bar. It was indicated that a clip was not fully attached due to wrong patient's handling procedure. As a consequence of the event the patient sustained a laceration to the left head side. The patient was hospitalized.

Manufacturer narrative:
(B)(4).